Event description:
Customer's mother called to report that patient's bg's ran high (250-300 mg/dl) during the night of 3rd day of use. She states that patient had milk which she feels may have contributed to the highs but when pod was removed they noted the cannula was bent. She did not have pod anymore for return. No further information was available.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.